Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited intermittent functional non-capture. A magnet was placed over the device which increased the pacing rate to 100ppm. Additional information was received that this lead was subsequently removed from service and replaced due to pacing inhibition and a suspected micro perforation which was identified via fluoroscopy. No additional adverse patient effects were reported.